Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose (bg) level was 267 mg/dl. Reportedly, the customer's healthcare provider suggested administering 6 unites of insulin to bring bg levels down. The customer's mother administered the injection due to the customer "feeling ill" from the high bg. The customer tested positive for a small amount of ketones, which was addressed by consuming water. Reportedly, the customer reverted to manual insulin injections as alternate insulin therapy.